Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of postoperative nail breakage is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). For surgical intervention, medical device removal and nonunion. Should further information become available this det the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history : manufacturing location: (B)(4). Manufacturing date: 04-aug-2017. Expiration date: 30-jun-2027. Part #: 04.037.042s, 10mm/130 deg ti cann tfna 170mm ¿ sterile. Lot number: h419459 (sterile) . Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, a met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Reviewed and determined to be conforming. Packaging bom was reviewed and found to be conforming with no deviations to normal packaging identified. ((B)(4)) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hip revision. The trochanteric fixation nail-advanced system (tfna) was broken due to non-union of hip fracture. The original case was done on (B)(6) 2017. The surgeon replaced the nail with a zimmer hip. Surgical delay is unknown. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: locking screw (part # 04.005.526, lot # unknown, quantity # 1), tfna fenestrated helical blade (part # 04.038.400, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device history lot. Manufacturing location: monument. Manufacturing date: 04-aug-2017. Expiration date: 30-jun-2027. Part #: 04.037.042s, 10mm/130 deg ti cann tfna 170mm ¿ sterile. Lot number: h419459 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2. Lot number: l443338. Part number: 04.037.912.4. Lot number: h316261. Part number: 04.037.912.3. Lot number: h401208. Part number: 21127. Lot number: h217006. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.